Manufacturer narrative:
A reagent issue was excluded since the initial and repeat results were obtained with the same reagent. The alarm trace shows sample foam detection errors. The investigation determined the root cause to be a pre-analytical problem.

Manufacturer narrative:
Special washes were implemented for this instrument and no false low crp results have been reported since then. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low crpl3 c-reactive protein gen.3 results for qc material and two patient samples from the cobas 8000 cobas c 502 module. Data was only provided for one of the patient samples. The initial result was 0.48 mg/l. The repeat results were 51.84 mg/l and 49.36 mg/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 319403. The expiration date was requested but was not provided. The customer noticed foam in the reagent. After the foam was removed, the qc results were back to normal. A reagent issue was excluded as the acceptable repeat results were generated with the same reagent. Review of the reaction monitor and analyzer alarms indicated a contaminated or partly blocked sample probe due to an issue with the sample quality and preanalytics.

Manufacturer narrative:
The provided alarm trace contains abnormal aspiration alarms which indicates a contaminated sample probe due to an issue with sample quality. The investigation is ongoing.